Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 400 mg/dl and would not go down. Customer stated that she ended up in hospital with dka and spent 2 days there. The customer stated that, the insulin pump had insulin flow blocken alarm. The event was resolved by complete set change. The insulin pump will not be returned for analysis.